Event description:
The clinician reports, the implant was inserted (B)(6) 2023 in ada 11. Details of surgery: immediate extraction site. On (B)(6) 2023, non-osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event, the patient experienced: infection, pain, swelling, bleeding, increased sensitivity, hypersensitivity, abscess and inflammation. No further patient complications were reported.